Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a battery error after the insertion of a new battery. The customer stated that the insulin pump completely shut off, and after she changed the battery to a different one again, the device worked fine. The customer did not provide the blood glucose reading. Nothing further reported.